Event description:
The technician reported that while performing between patient inspection he found the left foot brake caster will not hold. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the c clamp is missing from the brake caster which caused it to be loose and not hold. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.